Manufacturer narrative:
B5: the balloon used was a gore tri-lobe balloon catheter, not a gore molding and occlusion balloon as reported in MFR report #2017233-2019-01173.

Manufacturer narrative:
Concomitant medical products: bcl2645j/20726502 UDI: (B)(4). Please note: a report on the bcl2645j/20726502 balloon catheter has been sent on MFR report #3007284313-2019-00357

Event description:
On (B)(6) 2019, this patient underwent an endovascular procedure using a conformable gore® tag® thoracic endoprosthesis to exclude an aneurysm of an abnormal branch originating from the descending thoracic aorta. During the procedure, touch-up ballooning to the device using a gore® molding and occlusion balloon was performed. The final angiography showed a type ii endoleak from an internal thoracic artery, and the physician elected to monitor the endoleak. The patient tolerated the procedure. Approximately one week post-operation, follow-up imaging identified a newly onset thoracic aortic dissection from the distal edge of the device, extending distally to proximally of the celiac artery. As the false lumen had been thrombosed, and the patient is asymptomatic, the physician elected to treat the dissection conservatively. The patient is being monitored. It was reported that the dissection could have possibly developed during the touch-up ballooning during the index procedure; however intra-operative angiography revealed no dissection.